Manufacturer narrative:
E3: non-health care professional. The device was returned to olympus for evaluation. The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus that were was no power going to the camera head. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found the device failed the water leak test from the cable. A DHR review was completed, and no issues were identified. Based on the investigation, no nonconformances were found. A root cause of could not be conclusively determined. However, the most probable cause of the leak is traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.". Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.